Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable ise indirect gen.2 sodium results for nine patient samples from the cobas 8000 cobas ise module. The routine qc failed and the customer changed the probe. The customer then repeated all patient samples tested since the last passing qc. The questionable results were reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.